Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-dec-29, additional information was received from the healthcare professional (hcp). The cause of the event was requested. The hcp stated the patient was out of medication in their pump since (B)(6) 2021. The pain pump was refilled and the dosage was re -programmed. The hcp confirmed the alarm was a result of the pump being empty. The patient's weight was provided.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was receiving morphine (unknown) (asked, unknown mg/ml at asked, unknown mg/day) via an implantable pump for non-malignant pain and degen disc disease/herniated disc pain. It was reported that patient inquired about getting a ptm ordered and to know when the next refill date was for the pt's pump. Patient stated that they do not have the printout from the last refill, and the patient was previously had a 30-day reschedule for the refill of their pain pump. Patient stated that the patient was "real sick today", but then later on in the call, the patient stated wasn't sick. Patient was previously on hospice, but they feel "like they have brought the patient back to life" because the patient was doing better. Patient  reported falling 1-2 months ago (not caused by the mdt implants), which caused them to hurt their back. Around november 1st, the patient's pump ran out of medication, and noted that they were under the assumption that the hcp didn't full refill the pump. Patient had a good night last night. Troubleshooting was not required. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was receiving morphine (unknown) (asked, unknown mg/ml at asked, unknown mg/day) via an implantable pump for non-malignant pain and degen disc disease/herniated disc pain. It was reported that patient inquired about getting a ptm ordered and to know when the next refill date was for the pt's pump. Patient stated that they do not have the printout from the last refill, and the patient was previously had a 30-day reschedule for the refill of their pain pump. Patient stated that the patient was "real sick today", but then later on in the call, the patient stated wasn't sick. Patient was previously on hospice, but they feel "like they have brought the patient back to life" because the patient was doing better. Patient  reported falling 1-2 months ago (not caused by the mdt implants), which caused them to hurt their back. Around (B)(6), the patient's pump ran out of medication, and noted that they were under the assumption that the hcp didn't full refill the pump. Patient had a good night last night. Troubleshooting was not required. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.